Manufacturer narrative:
Upon device return, analysis of the pump found no significant anomalies. The pump exterior had impact dents which did not affect post-explant pump performance. Analysis of the catheter also found no significant anomalies. The pump connector was damaged during the explant.

Event description:
It was reported that the device system (pump and catheter) were removed on (B)(6) 2015 due to a spine infection. The patient recovered without sequela. The device system was used to deliver baclofen. The specific symptoms of infection were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was in the hospital from (B)(6) 2015. The infection was staph aureus and that was diagnosed on (B)(6) 2015. At that time, they admitted the patient to wean her off of the gablofen in a controlled setting. The patient was started on antibiotics, but it was determined that the pump should still be explanted due to how deep the infection was within the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.